Event description:
Complainant alleged that the medics were attending a pt, who was unconscious and in cardiac arrest, and who had been down for ten minutes, before CPR was begun. The medics attempted to analyze the patient's heart rhythm, but the analysis was halted twenty-six times, as the device displayed a "noisy ECG" message. The patient was then administered five shocks with the device. The medics reported that during the event, the device displayed a strange ECG pattern, and the screen displayed a "noisy ECG' message. The patient subsequently expired, but the complainant indicated that the patient outcome was not as a result of the reported malfunction.